Event description:
It was reported the wire would not thread prior to use on the patient. Additional information received reported "the wire wouldn't thread through the device and the plastic tubing that houses the wire split".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one catheterization device for evaluation. No signs of use were observed on the device. Visual inspection revealed the guide wire was kinked and had offset coils near the distal end. Microscopic inspection of the guide wire confirmed the damage. The distal weld was observed to be present and appeared full and spherical. The kink in the guide wire was located 17 mm from the distal tip. The offset coils were located 2 mm and 5 mm from the distal tip. The core wire length from the handle to the distal tip measured 4 3/8", which is within the specifications of 4 6/32"-4 12/32" per product drawing. The guide wire outer diameter measured 0.396mm, which is within the specifications of 0.381-0.404mm per product drawing. Functional inspection of the guide wire was performed per the product IFU which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle (refer to figure 3). When the guidewire is fully retracted, the tip of the guidewire is located at the needle tip." The guide wire was attempted to be threaded through the needle cannula. However, major resistance was encountered inside the needle cannula, and the guide wire was not able to pass. A device history record review was performed with no relevant findings. The instr uctions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire contained a small kink near the distal end. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. A CAPA was initiated based on a recent trend for guide wire/needle resistance. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the wire would not thread prior to use on the patient. Additional information received reported "the wire wouldn't thread through the device and the plastic tubing that houses the wire split".